Event description:
Physician received a new dell x50 handheld replacement that did not work. Handheld was plugged in and it functioned correctly. When the handheld was unplugged from the wall it would power down immediately. A new handheld was sent to the physician. Product is pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.